Event description:
As reported by the user facility forwarded by (B)(6): unintentional bolus: the night of (B)(6) 2013, the unit made an error -> locked piston, the nurse had restarted the device and at the restart the pump gave a bolus with the pt still attached. Fortunately it was a low dose drug so the pt was not harmed. The medicine was ultiva. When plugged in into hi based the device is calibrated as green claw, but it is a silver claw. MFR reference # 9610825-2013-00328.